Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 95% stenosed, progressive target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). The lesion was pre-dilated and the 3.0x28mm promus element stent was advanced, however, failed to cross the lesion. The procedure was completed using another 3.0x28mm promus element stent. There were no patient complications reported. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - initial visual examination identified a shaft kink located approximately 715mm distal from the catheters' strain relief. Also slight kinking was also noted at various intervals along the remainder of the hypotube. Further examination of the device found the stent was also severely damaged at its distal edge. The stent had been stretched and a number of struts were bent back proximally at its distal edge. This type of damage is consistent with some from of restriction having occurred. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).